Event description:
Related manufacturer reference number:2017865-2023-95379, related manufacturer reference number:2017865-2023-95381, related manufacturer reference number:2017865-2023-95382. It was reported that patient presented to hospital after experiencing infection. It was also noted that patient experienced heart failure. The patient was treated with diuretic intravenously. The patient was discharged after treatment.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.